Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient and procedural conditions (being adjacent to the cleft indentation on the posterior leaflet). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and a cleft between p1/p2 leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully prepared. After the mitraclip was advanced within the patient and upon testing the grippers it was identified that the posterior gripper would not lower. Troubleshooting was performed by turning the 'm' knob in the postitive direction and locking the clip which was successful. The clip was placed and successfully grasped the leaflets. While testing established final arm angle (efaa) the clip opened to approximately 60 degrees when the arm positioner was moved to neutral. The clip was unlocked and removed from the patient per the physicians request. The clip was tested outside of the patient and remained closed during efaa. A new mitraclip was successfully implanted. A second mitraclip was placed anterior-2/posterior-2 (a2/p2) with 1 lateral jet lateral to the first implanted clip. The clip was successfully deployed, however after approximately 30 seconds a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. The clip remained stable on the anterior leaflet. The procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.